Manufacturer narrative:
(B)(4). The device was serviced onsite by a baxter service technician. The damaged latch roller was determined to be caused by wear and tear. The device was repaired and returned to the customer in good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a flo-gard infusion pump, it was found to have a damaged latch roller. There was no patient involvement. No additional information is available.